Manufacturer narrative:
During troubleshooting, the customer replaced and calibrated the sample probe (list number 08c94-42). The customer did not report issues with the quality control and no instrument errors observed at the time of the event. The analyzer was returned to normal operation. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a labeling review, instrument log review, and an instrument service review. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. Service history review identified no contributing factors to the customer issue. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified.

Event description:
The customer observed false positive rubella igg patient results generated using the architect i2000sr analyzer. The following data was provided (iu/ml). Sid (B)(6) initial 4.9 (negative), repeat 11.8 (positive), 5.0 (grayzone), 4.9 (negative), 5.0 (grayzone). No impact to patient management was reported.